Event description:
The manufacturer received information alleging "the customer is requesting the repair of the device regarding the obm failure which was found during the periodic maintenance". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the unit failed 'system leak verification: pressure drop over 10s' in the final test. The device's obm sub assembly was replaced to address the issue, the final test was performed again, and it was confirmed that the unit passed. It was determined that a failure occurred in the obm sub assembly, which caused the final test to fail. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).